Event description:
The svc report shows that there was no audible alarm. The co customer support engineer (cse) verified that the alarm worked intermittently when the wires from the alarm were wiggled. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event allleged in this report.